Event description:
It was reported that prior to the implant procedure, the pacemaker was programmed to temporary pacing at 170bpm. It was noted that the pacemaker intermittently paced. The procedure continued with the implantation of the pacemaker. No patient consequences reported throughout the procedure.